Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was returned to animas. Although the cartridge was returned, there is no further investigation necessary with respect to the leak issue. Cartridges with lot# b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
On (B)(6) 2011, the pt contacted animas alleging leaking cartridges. The pt claimed that he noticed moisture in the cartridge compartment one time (B)(6). The pt indicated that his blood glucose (bg) levels had been fluctuating up and down. The pt reported blood glucose levels in the "200 and 300's" mg/dl. The pt denied having symptoms of nausea and vomiting. He also denied checking for ketones but admitted to being irritable. Based on the info provided, this complaint is being reported due to the following conclusion. The pt alleged that he had a leaking cartridge issue. The pt did not have any blood glucose readings or symptoms that meet animas' criteria for a serious injury.